Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was to be used during an endoscopic biliary lithotripsy procedure performed on (B)(6) 2011. According to the complainant, during preparation for the procedure, the physician was functionally checking the device when it was noticed that the basket would not deploy/open. No device damage was seen or reported. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; side-car push-back.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. A visual examination of the returned device found residue on the device indicating procedural use and the basket was in the closed position. The guidewire lumen (side-car) presented push-back. A functional evaluation of the device was performed by extending and retracting the device multiple times without issue. The basket wires were found to be even spaced and not deformed. The condition of the returned incident device was not consistent with the complaint that the basket won't open. Functional evaluation found the device to perform properly. However during device evaluation it was also noted that the guidewire lumen (side-car) presented push-back. The most probable root cause for this is operational context as excessive force may have been applied to the device due to anatomical or procedural factors. (B)(4).